Event description:
Outage affected fetal monitors for a short period of time this afternoon. When the tracevue data acquisiton server was rebooted, the fetal monitors normally upload the data. For this patient, tracevue reports that the data was uploaded, however, there is a gap without data in the tracing for the upload. This behavior is not as expected from the monitors or tracevue.